Event description:
It was reported that the endoscopic light source, battery-powered exhibited dim light during a cystoscopy procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Customer reported dim light output. Customer replaced the batteries as an initial troubleshooting step. Customer confirmed that the light remained dim after battery replacement. Customer was advised that the device requires replacement. Customer was transferred to customer service to order a replacement unit. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.